Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7087192/7087727.

Event description:
It was reported that the patient developed an infection at the ipg and lead sites with symptoms of pain and redness. It was also noted that the incision sites were slightly opened due to fall. The patient was placed on antibiotics and all device components were explanted. Explanted devices will not be returned.